Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00875201032, lot number: 63402889, brand name: xlpe liner. Catalog number: 00875201032, lot number: 63430791, brand name: xlpe liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -00041, 0001822565 -2019 -00032. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during initial hip arthroplasty the liner was found not seating in the cup, no impact to the surgery or patient was noted.